Event description:
During a rotational atherectomy procedure, the stainless steel drive shaft sheath piece released from the advancer. The advancer was connected with 2.15mm rotaburr. During utilization, the product sounded different, and after using the burr, once the stainless steel drive shaft sheath piece released from the advancer (outside the patient ), the procedure was finalized with another advancer. No patient injuries or complications were reported.